Manufacturer narrative:
A device history review was conducted for lot number 0294825. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the end cap of the bd intima-ii¿ closed IV catheter system was discolored. The following was translated from chinese to english: the patient came to hospital because of cervical spondylosis. Needle indwelling is required for infusion. Before use, it was found that the white isolation plug of the closed venous indwelling needle turned yellow. Immediately replace other closed venous indwelling needles of the same batch.

Event description:
It was reported that the end cap of the bd intima-ii¿ closed IV catheter system was discolored. The following was translated from chinese to english: the patient came to hospital because of cervical spondylosis. Needle indwelling is required for infusion. Before use, it was found that the white isolation plug of the closed venous indwelling needle turned yellow. Immediately replace other closed venous indwelling needles of the same batch.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.